Event description:
Customer reported their controller has lost a bank of access points, ports 17-24. One monitor was not able to communicate with acuity due to the loss of ap coverage. This resulted in a temporary inability to centrally monitor pts, however bedside monitor was not affected. There was no report of any pt harm as a result of the reported event. (B)(4).

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is completed.